Event description:
The pt underwent a sling procedure. During the same procedure the pt had a hysterectomy and sutures were placed at the apex of the vaginal canal. Six weeks after the procedure, the pt returned with a mesh exposure on the anterior vaginal wall. The pt was placed on estrogen and antibiotics, and after several weeks, the mesh exposure was excised. Six weeks later, more mesh found to be exposed, and surgery was done to remove the mesh once again. The physician feels maybe the vaginal mucosa was thin during dissection.